Manufacturer narrative:
(B)(4): eval, results and conclusion: calcification. Eval summary: the hypotube was kinked. The distal tip was flared. Negative prep was carried out on the device and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A large tear was located on the balloon over the distal inner shaft marker. The balloon material was bunched at the rupture site.

Event description:
An attempt was made to use a nc sprinter rapid exchange (rx) balloon dilatation catheter to pre dilate a lesion located in the rca described as moderately tortuous with calcification. However, it was reported that when the balloon on the nc sprinter rx device was inflated to 10 atms, it ruptured. The procedure was completed with a sprinter legend rx balloon. The pt is reported to be fine and no other clinical sequelae were reported.